Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of implant when the surgeon connected the valve, there was a leak found from near the delta chamber. It was unknown whether the device was replaced by another manufacturer's device. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve passed the valve flux testing. The valve was missing the back of the casing leaving only some of the edges. Due to the missing casing the tests for patency, leak, pressure flow, siphon, and reflux testing could not be conducted by lab personnel. It is unknown how or when this damage occurred. The IFU cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.